Manufacturer narrative:
It was noted that the insulin pump had no low reservoir alarm and no button error alarm. All the buttons functioned properly on the pump; however, the pump had a corroded keypad trace. The pump also had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners.

Event description:
The customer reported via phone call that she first received a low reservoir message and then a button error alarm. Customer stated that she cannot clear the alarm. Customer's blood glucose was 165 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.